Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use (scratched / worn) and fractured on the 2mm side. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the six and a half plus (6.5+) years of use in the field and the normal wear and tear of the device from repeated use over time. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial partial knee arthroplasty, the tension gauge instrument fractured during the trialing process. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been reported.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.